Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. H6 component code: g07002 - device not returned. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - (B)(4)¿ active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 mg/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Subcutaneous cellular tissue procedure name and date? We don't know the exact day of the cardio surgery. Could you please confirm the device's availability for return? I have 1 sample of the lot available to return. If it's available, please provide the device return status/follow up. The device hasn't been returned yet because of pandemic situation there is no place to send it. Related medwatch reports - 2210968-2021-01973, 2210968-2021-01975.

Event description:
It was reported that a patient underwent a cardio procedure on (B)(6) 2021 and suture was used. During surgery the suture failed. The suture was cut during use. The suture replaced when the event occurred. The procedure was completed successfully with no adverse patient consequences. Additional information was requested.